Event description:
It was indicated that patient was not able to feel any stimulation despite trying to adjust stimulation after turning the neurostimulator back on from off, after other medical issues not seeming to be device related. The patient went back to the health provider¿s office and it was discovered the lead wire was disconnected. It was reported 9 days later that patient did not have 50% of symptom reduction at present. The cause of the event was determined and was noted as not device related. The patient was reprogrammed on (B)(6) 2014. The patient indicated that she felt better after botox pelvic floor injection with prudential nerve injection on (B)(6) 2014 then felt worse by (B)(6) 2014 and reprogramming was done .high impedance greater than 4,000 on all leads combination was noted. An x-ray for lumber spine/sacrum was performed on (B)(6) 2014 and showed the wired lead migration. It was indicated that patient was referred to another health care provider due to multiple pelvic floor issues and was seen at the clinic (B)(6) 2014 for the above concerns. It was noted that patient had multiple pelvic floor issues and it was difficult to elicit what was causing her symptoms. The patient outcome was reported as not recovered, symptoms/issue ongoing. Nine days later from previous call patient noted that she was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient appointment was scheduled on (B)(6) 2014. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va080te, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).